Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an off pump coronary artery bypass procedure, the heartstring iii aortic cutter created an irregular hole in the aorta. When the heartstring was deployed into aortotomy, the tether strings cut into the side of the irregularly shaped anastomosis. The surgeon had to extend the diameter of the vein in order to accommodate for this irregular aortotomy. There was no calcification in the aorta and the mean blood pressure was above 55 mmhg. The hospital intends to return the product in question.